Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on april 10, 2024. The device, previously unknown, was a 450cc mentor memorygel breast implant, lot #267377. The device issue was clarified to be an autoimmune diagnosis and accompanying symptoms. Lupus, raynaud, fibromyalgia, mixed connective tissue disease, breast implant illness, paralysis, bowel issues, depression, anxiety, bedridden, venous angioma, spinal issues, paresthesia, vascular problems, migraines, alarm nerve entrapment, memory loss, chronic fatigue, urinary tract infections, bile duct liver problems, primary biliary cholangitis, scleroderma, irritable bowel syndrome, multiple stomach issues, bowel loss, determination of my myelin sheath, chronic kidney stones, chronic sinusitis, chronic herpes outbreaks, and chronic shingles outbreaks were noted. Explant was performed on (B)(6) 2024. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: autoimmune diagnosis manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast augmentation revision with unknown mentor textured gel implants experienced bilateral rupture and several unexplained systemic symptoms post procedure. Pain and many unspecified health issues were noted. The ruptures were confirmed through magnetic resonance imaging. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The root cause of the patient¿s symptoms is unclear. See 1645337-2023-13870 for contralateral prosthesis report.